Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation included inspection of system cables and power supplies, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service upon the receipt of replacement parts. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.